Manufacturer narrative:
The lot was manufactured november 7, 2017 - november 8, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused the desired medication. The infusor finished the medication infusion to the patient earlier than expected. There was no patient injury or medical intervention associated with this event. No additional information is available.